Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that high impedance was observed during the initial implant procedure. The issue was ongoing and unresolved, with impedance values for contacts 0-7 ranging from 712 to 40000, while contacts 8-15 had normal values. Multiple unsuccessful attempts were made by the physician to seat the lead in the implantable neurostimulator to correct the issue, but these efforts did not resolve the problem. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.